Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt called regarding infusion set recall. Pt reported her cannula being bent. Pt declined to troubleshoot. Pt stated she is upset because she has to use a manually inserted infusion set. Advised pt on other types of infusion sets. Advised pt to discuss with dr. Pt disconnected the call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.